Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6). (B) (4).

Event description:
The pt's pain symptoms had returned. The pt stated he was not receiving drug through the intrathecal drug delivery system. He believed the catheter was defective. It was explanted and not replaced. The pump was used to deliver morphine, marcaine, and clonidine. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The event occurred in (B) (6).